Manufacturer narrative:
The case is still under investigation by the manufacturer.

Event description:
A health care professional (hcp) reported that a kinevo 900 device was involved in an alleged patient burn incident. The patient was having tympanomastoidectomy surgery. The procedure was completed without delay and no patient injuries. The patient showed up 2 days later with a burn on the upper ear lobe. The customer mentioned that they don't think it was an issue with the microscope and was probably an operator error. There are three kinevo 900 devices being used at this site, it is unknown which device was involved in the event.

Manufacturer narrative:
A zeiss field service engineer was assigned to perform an on-site inspection to identify the specific device associated with the incident and ascertain the cause. However, the customer refused the on-site inspection and concluded that the incident was a result of user error, likely due to setting the light intensity too high and exposing the patient for an extended period. No further investigation is possible or necessary. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design or labelling. Description of changes: field b4: added "date of this report" 05/13/2025. Field d9: updated to "no" field g3: updated "date received by manufacturer" to 05/12/2025.. Field g6: checked "30 days", updated to "follow-up, # 1." Field h2: checked "additional information." Field h3: updated to "no" field h6: added codes - 18, failure to follow instructions, 19, cause traced to user. Field h11: added description of changes.